Manufacturer narrative:
Siderail panels. Repairs made with rebuilt replacement parts (footboard) from customer's stock.

Event description:
It was reported by service report that the scale was not working. No pt involvement or adverse consequences are reported.